Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had delivery anomaly. Customer's blood glucose at time of incident was 421 mg/dl. The customer thinks there is a delivery anomaly due to the fact that he had 600 mg/dl readings 3 times. The customer was advised the blood glucose communicating to pump then was probably rf interference as reason previous blood glucose did not communicate. The customer declined to speak with bayer and advised he wants to speak with bayer his meter is not buzzing anymore. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 421 mg/dl. Customer treated blood glucose at end of the call. Customer declined decline to troubleshoot for high blood glucose.